Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received an "off no power" alert and did receive a low battery alert prior. Alert was less than 24 hours prior to off no power. Customer's blood glucose was 118 mg/dl. During troubleshooting, customer reported that battery was not previously used. After troubleshooting, customer was advised that insulin pump would need to be replaced.